Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on july 8th to july 11th with blood glucose of up to 1200 mg/dl. The customer also stated that they had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. The customer was treated with manual injection. Customer stated that the insulin pump was not turn on and had to tried multiple batteries. Customer stated that it was not delivering the insulin properly. The insulin pump will not be returned for analysis.